Manufacturer narrative:
The cause of the resistance with the third and fourth dcs coils through the noncordis mc cannot be determined. The compatibility of the dcs coil and the mc has not been established. The IFU instructs that after insertion of the introducer tube into the hub of the mc and during delivery of the dcs system, the flush rate must be monitored to insure that a continuous adequate flush is maintained. The IFU also warns that if resistance is encountered during insertion of the coil and the cause cannot be determined, the dcs system should be removed as continued attempts to insert against resistance can lead to coil damage and/or premature detachment. Resistance was again encountered with the fourth coil. The IFU instructs that if resistance is encountered with subsequent coils, both the coil and mc should be removed. It was reported that despite resistance during insertion of the coil through the noncordis mc, the third coil was placed in the aneurysm and the syringe wing lock cracked during attempt to detach. It is not known if the gauge of the dcs syringe had exceeded the black line beyond the green zone prior to the reported syringe failure with the third dcs coil inserted. The IFU instructs that the syringe should not be used if the gauge exceeds this pressure. It is also known why the syringe was not exchanged and detachment not attempted with a new syringe as outlined in the IFU. The DHR review performed for this lot showed that this lot of products met all requirements per the applicable mqp (mfg quality plan), including dcs final inspection per test result from 635fm016 rev. 2. Also, coil detachment pressure test passed inspection. Because there were no products returned, the cause of the resistance with the third and fourth dcs coils through the noncordis mc, and the cracked wing lock of the syringe used with the third coil cannot be determined. It appears that procedural factors contributed to the report of the inability to detach the third coil.

Event description:
There was resistance with the third and fourth dcs coils (636f01030/13142850) through the non-cordis mc, and after the dcs syringe wing lock cracked during attempt to detach the third coil, the coil was not detached. This pt was undergoing coil embolization for ccf (carotid cavernous sinus fistula) via ipsilateral approach. After two dcs coils were successfully detached, the third dcs coil (636f01030/13142850) was inserted into the micro catheter (excelsior 1018/boston); however, a large resistance felt between the dcs coil and the mc and while the coil was in the aneurysm, it could not be detached. The syringe wing lock was loose during the attempted detachment and it cracked. The same syringe had been used successfully with the two previous coils. It is not known if the syringe gauge had exceeded the black line beyond the green zone prior to the reported failure. There was no info regarding why another syringe was not attempted in order to detach the third coil. It was speculated that it might have been due to the resistance and difficulty encountered with the mc. The fourth coil was removed intact without kinks/bends or stretching. The fifth dcs coil (trufill dcs, 9x25mm) was advanced without any resistance. Reportedly, there was no kink/bend noted on the delivery systems. The vessel had no calcification, mild tortuousity and unk% stenosis. It was reported that a continuous flush was maintained through the mc. The products were clinically used without any adverse consequence to the pt. No other info was available.